Event description:
It was reported that one day after the implant procedure, the right atrial lead threshold was high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.